Event description:
There were two resolute integrity rapid exchange (rx) drug eluting stents implanted during the index procedure; one in the lad and one in the obtuse marginal. It is reported that the patient suffered unstable angina, then quick hemodynamic deterioration and death approximately 3 days post index procedure. Investigator has indicated that the event was not related to the study device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death).